Manufacturer narrative:
The investigation for the console (aic) battery failure red alarm has been completed. The console (aic) was returned for evaluation. Upon functional testing, the console displayed ¿unexpected controller shutdown ¿ alarm¿ event #360 was reproduced by having the battery switch disengaged and turning on aic only with ac power. Upon turning on the battery switch, the alarm resolved itself he root cause for the battery failure alarm was due to the use issue. The data logs were reviewed which showed upon initial boot up, the console received the battery failure (transport connection blown/missing) ¿ alarm, event set #360, which aligns with the reported failure mode. After the initial bootup, the aic was most likely shut down by disconnecting the ac power (indicating improper shutdown), as no sequence of shutdown logs was recorded. After the second bootup, in addition to event #360, the console displayed ¿unexpected controller shutdown ¿ alarm¿ event #360 due to the previous improper shutdown. Then, the console was booted two times, most likely with the battery switch disengaged, and the aic received the battery failure alarm every time. The root cause for the battery failure alarm was due to the use issue. D2-corrected common device name. H6 med dev prob code 3270 changed to 2885. H8 changed to reuse.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
During a test, the battery error alarm message occurred on the automated impella controller (aic). Changing the socket and pressing the transport switch on the bottom of the device did not resolve the error. The defective controller was returned for examination and repair.